Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the returned unit was found to have a proud weld upon visual inspection. Poor or inadequate welding can lead to disassembly of perforators. Root cause analysis - the complaint was confirmed, the unit was returned and found to have a proud weld, this is the likely cause of the perforator disassembling. This issue is being investigated under a corrective and preventative action (CAPA).

Event description:
A facility reported a perforator (ID 261221) broke during surgery and could no longer be used. The procedure was completed with another product available. According to information provided, the manufacturer of the drill is unknown. It is also unknown if the drill was electric or pneumatic, if the perforator clicked in place in the drill, if the recommended spring tests performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.